Manufacturer narrative:
Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an amia device experienced a low priority alarm 30166 (max air exceeded) alarm. The patient was connected at the time of the alarm. This occurred during dwell two of peritoneal dialysis therapy. During troubleshooting, it was determined that there was a leak coming from an unspecified location. The patient would start over with new supplies to complete therapy. Proper procedures were reviewed with the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.